Event description:
Damage to the usb port and pins was reported via email by the customer, affecting their ability to charge the pump. There was no adverse impact on the customer's blood glucose level. No action was required, as the customer declined a callback for further assistance.